Event description:
A healthcare professional called from an ambulance service about one of their contour meters. He alleged that on 2 or 3 occasions, the contour meter read 50-75 mg/dl higher than a hospital meter. The caller was unable to provide any details about the events as he was not there at the time. Depending on the readings, the difference could fall in the "c" or "d" zones of the consensus error grid, making the difference clinically significant. For example, if the contour read 125 mg/dl, and the hospital meter read 50 mg/dl, the difference would fall in the "d" zone of the error grid. If the contour read 125 mg/dl and the hospital meter read 75 mg/dl , the difference would fall in the "c" zone. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting, so no product will be returned at this time.